Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fractured trial was found during cleaning. The product was discarded by accident. No patient involvement. No additional information is available.